Event description:
Attorney alleges the plaintiff has suffered severe, permanent and irreversible injury, including, but not limited to: silicone induced arthritis, bilateral rupture of the implants, mental and physical pain and anguish and disfigurement.